Event description:
Additional information was received that this patient underwent a revision procedure due to battery depletion. No additional observations were reported.

Event description:
Boston scientific received information from a health care professional (hcp) that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to charge time. The voltage was 2.76v at the previous visit in march, and was now 2.66v three months later. The hcp felt it was unusual that it should reach eri. The ICD will be scheduled for a replacement. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
Additional information was received that an allegation of premature battery depletion was made. To date, a replacement procedure has not occurred. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.